Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer states that a PICC line was placed in the right antecubital in the afternoon for IV access for fluids and meds. Dressing changed at 0600 the following morning. The site was intact with subsequent routine cares. PICC site verified with intact line and dressing later that afternoon. Rn returned glucometer to docking station and returned to patient within two minutes and found IV tubing and PICC line laying in bed. Infant PICC dressing intact with no collection of fluid under the dressing. PICC had ruptured about one cm to the hub in section of PICC line that had been secured under dressing with no mobility/motion in the PICC line. Nicu hospitalist immediately notified and able to remove the distal section of PICC from patient. Two segments of PICC measured 16 cm.

Manufacturer narrative:
A review of the device history report (DHR) for lot no. 1804000122 indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. No product/sample was provided for evaluation. No additional information, pictures or videos were received. Therefore, a comprehensive investigation was unable to be conducted. Manufacturing performs 100% leak testing for this product. Therefore, a leakage would have been detected during these processes. The reported customer complaint could not be confirmed. A root cause could not be determined. No corrective or preventive action is deemed necessary at this time. This complaint will be utilized for tracking and trending purposes.